Event description:
It was reported that the ventricular capture management shows low threshold, but in office measurement is higher than the measurement through the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592, lead, (B)(6) 2014. (B)(4).